Manufacturer narrative:
Date received by manufacturer: 18-aug-2016. Additional information was received that the physician refused to explant the patient¿s device.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had been experiencing stimulation in a non-target area. The patient was reprogrammed successfully and there is no further course of action.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 18338773, description: next generation anchor kit sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.